Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "found aortic balloon counterpulsation pump tracheal blood inletters replaced with a new line, catheter removal, no rupture of the appearance of the catheter was not seen". Additional information states that to continue therapy, another iab catheter was inserted. It was reported that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "found aortic balloon counterpulsation pump tracheal blood inletters replaced with a new line, catheter removal, no rupture of the appearance of the catheter was not seen". Additional information states that to continue therapy, another iab catheter was inserted. It was reported that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".